Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of a resolute onyx drug eluting stent that it dislodged. The target lesion was reported as being calcified, exhibiting moderate tortuousity and located in the rca. No difficulties on removing the protective sheath and no issues on inspection of the device. Lesion was pre-dilated. Inflation device remained on neutral pressure during delivery of the device. Device did not pass through a previously deployed stent. No resistance noted when advancing to the lesion. Dislodgement occurred while positioning at the lesion. Stent was removed with 2 catheters and 2 wires, to clip out through femoral artery. No injury to patient reported. Please note that this device (resolute onyx rx ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.